Event description:
Customer reports nine incidents in one week in which luer slip disconnected during patient use on a post surgical infant/toddler unit. In all incidents, the same lot number was involved. After follow up with the nurse administrator of the unit, they report that the nurses use a "push and twist" motion when connecting the samples. The slip is then covered the tegaderm tape for security. Reporter states no patient injury has resulted from the reported condition.